Event description:
Health professional reported an alleged lap-band "port failure" and "malfunction." Health professional had no further info regarding what is meant by "port failure" and "malfunction." The physician explanted and replaced the port due to the pt experiencing significant pain at the port site.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."